Event description:
Problems with one female patient's battery packs. The most recent patient download (from 2/06) did not reveal any battery issues. Support contacted the patient and she reported that the red led is flashing on the battery pack fault icon, and the green led is on steady indicating a full charge, when this battery pack is in the charger. She reports this began last night when she put the battery into the charger and was still doing the same this morning when she woke up. She also mentioned that she only has one bar left on the functioning battery pack. Support recommended that she place the functioning battery pack in the charger for the duration of her bath. Patient said that her sister will be with her this afternoon to help her with this and she will charge the battery then. The suspect battery pack was replaced.